Event description:
It was reported that during a photoselective vaporzation of the prostate procedure, the fiber worked well until it reached 10 minutes of use at 180w. The beam began to blink when being used. The fiber was removed from the patient. At that time, the physician observed the fiber tip was totally black and loose, and it could not be used. It was noted that the beam intensity had not diminished. The physician did not bury the fiber tip in tissue during use. No courtesy error messages were displayed. There was no tissue buildup on the fiber tip that required cleaning. The irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope. The flow valve was opened and fluid was observed coming out of the metal cap window. The device was in good condition after unpacking and preparation. The procedure was then converted to transurethral resection of the prostate and was completed. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporzation of the prostate procedure, the fiber worked well until it reached 10 minutes of use at 180w. The beam began to blink when being used. The fiber was removed from the patient. At that time, the physician observed the fiber tip was totally black and loose, and it could not be used. It was noted that the beam intensity had not diminished. The physician did not bury the fiber tip in tissue during use. No courtesy error messages were displayed. There was no tissue buildup on the fiber tip that required cleaning. The irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope. The flow valve was opened and fluid was observed coming out of the metal cap window. The device was in good condition after unpacking and preparation. The procedure was then converted to transurethral resection of the prostate and was completed. There were no patient complications.